Event description:
Pt had axialif surgery at l5-s1 in 2006. Subsequent to the surgery the pt had blood in the stool and abdominal discomfort. The pt was given a temporary diverting colostomy. Laparoscope was used to identify cause of the symptoms. Per surgeon, a tear in the submucosal material surrounding the bowel was detected with no bowel perforation. The hosp has reported as presacral abscess and a perforated rectum.

Manufacturer narrative:
The device has not been returned because it continues to be implanted and is functioning as intended. Note: there are discrepancies between the medwatch form 3500a submitted by the hosp to the MFR and what the surgeon discussed with the MFR. Specifically, the hosp's form indicated that the event was both an adverse event and a product problem. There is no evidence available to the MFR that any product problem, device failure or malfunction occurred.